Event description:
Reporter indicated that vns patient has experienced an increase in seizure frequency since vns implant. It was reported that the patient had seizures every 4-6 weeks pre-vns, but that since vns implant the patient has seizures every two weeks. The seizures have reportedly decreased in duration and now has auras which patient did not have pre-vns. It was reported that there have been some recent stressful events in the patient's life that may be contributing to the seizure increase and the patient has been more depressed.